Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during use that the pump alarmed high pressure frequently. No patient, injury no additional information.

Manufacturer narrative:
Device evaluation: all labels were still intact. / no physical damaged was found on the device. Event log there was a record of the high-pressure alarm occurred two times during operate, on november 30, 2022. Function test no. It could not confirm the reported issue. As a preventive measure replaced the downstream, and recalibrated upstream sensor. Product is beyond 3 years from manufacture date of 2019-11 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service previously.